Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a pocket procedure due to fracture. This lead also exhibited noise. A new leadless device was implanted, and this lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.